Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was admitted yesterday with a non-st elevation myocardial infarction and an impella cp device was implanted. Later that afternoon, the patient underwent an off-pump coronary artery bypass grafting procedure with the impella cp in place. The patient remained stable overnight; however, her hemoglobin and hematocrit levels decreased during the night. This morning, the patient required multiple units of blood. The team does not believe that this drop in hemoglobin and hematocrit is related to the impella device.

Manufacturer narrative:
The investigation was completed and no product was returned. Investigation summary: ppae (anemia): the cause of the injury was not determined due to insufficient clinical details. Ppae (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.